Manufacturer narrative:
The site did not approve service, therefore, no device evaluation was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that after registering, when the surgeon would verify navigation, the surgeon went down the tip of the nose, but navigation showed the surgeon going up the patient¿s head. The site re-traced and noted point were collected points on the bridge of the nose, the forehead, and some posterior with no patient anatomy was missing in the scan, but still could not get navigation to show the correct landmarks. A point was added on the columela and it improved the metric, but navigation was still inverted. At this point, the surgeon decided to abort use of navigation. This issue occurred intraoperatively and caused a less than one-hour surgical delay. This issue was noted outside of a procedure, and there was no patient involvement.